Event description:
A crown valve size 19 was implanted in 2018. Reportedly, on (B)(6) 2023, the valve was explanted since aortic stenosis and aortic regurgitation due to svd were noted. Based on the information available, regent 19 was implanted instead as the replacement. There was no impact on the patient and outcome was good. The manufacturer was informed that no further information will be provided.

Manufacturer narrative:
Device has been returned to the manufacturer and the investigation is ongoing. Furthermore, the manufacturer is retrieving and reviewing the manufacturing documents. A follow up report will be provided upon receipt of any further information and/or completion of investigation.

Manufacturer narrative:
The manufacturing and material records for the crown prt aortic pericardial heart valve, model # cna19, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at corcym canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a crown prt aortic pericardial heart valve at the time of manufacture and release. The valve has been returned to the manufacturer. All the leaflets were pliable. Reddish areas due to coagulated blood entrapment were present on some outflow surfaces. Whitish areas due to tissue alterations were detected on almost all outflow surfaces. The mesothelial surfaces of all leaflets were locally wrinkled. Mesothelial grooves were visible in all leaflets. On leaflet b, at post 3 there was a hole. Mesothelial delaminations were visible near post 2. On leaflet c, mesothelial delaminations were visible near post 1. X-rays of the subject valve showed a small intrinsic calcification in leaflet c. Histological analyses were performed on samples taken from leaflets a and c. In leaflet a, hematoxylin and eosin stain showed that the collagen bundles were disrupted, defibrated and homogenated. The pericardium of leaflet c was thicker than normal because the collagen bundles were disrupted, defibrated and homogenated. And because cholesterol clefts were detected. Fibrous pannus depositions were visible on both surfaces of leaflet a. Pericardial delaminations were detected on leaflets a and c. Bacteria were not detected with the gram stain. As reported in the scientific literature, structural valve deterioration is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). It is possible that the patient¿s clinical history and risk factors may have contributed to the structural valve deterioration observed in this crown valve. However, little clinical history was provided, and a definitive root cause cannot be stated at this time. It should be noted that structural valve deterioration is listed as a possible adverse event in the crown prt IFU. The event is, therefore, a known inherent risk of the device.